Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 400-505 mg/dl which was addressed by drinking water and administering a manual injection. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.